Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During a pre-procedural scan on the patient's heart using intracardiac echocardiography (ice), the operators noticed an area on the scan that was believed to be either a fat pad or a pericardial effusion. An echocardiogram technician was consulted to perform a transthoracic echocardiogram (tte), and it was believed that the area on the scan was a fat pad. During the procedure, the patient's activated clotting time (act) was 233 seconds after 8000 units of heparin was administered. An additional 2000u was administered. A second act was requested but not acquired. The 25mm amplatzer amulet occluder was implanted without difficulty. The patient remained hemodynamically stable throughout the procedure. Post procedure, a trivial residual pericardial effusion was noted. Several hours after the procedure, the patient was noted to have a moderate circumferential pericardial effusion. A pericardiocentesis was performed, and 200cc of blood was drained. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na.